Event description:
It was reported the camera head image malfunctioned and there was a loose contact. The issue was found during a transurethral resection of the bladder (turb ) along with hervix . The diagnostic procedure was completed using the same set of equipment although there was a fifteen-minute delay in procedure. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head image malfunctioned. And there was a loose contact. The issue was found, during a transurethral resection of the bladder (turb) along with hervix. The diagnostic procedure was completed using the same set of equipment. Although, there was a fifteen-minute delay in procedure. There were no reports of patient harm.